Event description:
It was reported that a burr was black in color. Vascular access was obtained via femoral artery. A 1.25mm rotalink¿ plus was selected to treat the proximal left anterior descending artery (lad). During preparation, it was noted that a burr was black in color. It was a discoloration which was like a charcoal. The procedure was not completed as the same device was unavailable. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the complaint unit was returned connected to the catheter. A visual examination of the unit was carried out and no issues were noted. The advancer knob was locked upon return in a backward position, it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection and no issues were noted. The drive shaft, coil and sheath were inspected and there was no damage noted. The burr was inspected and was observed to be corroded due to the presence of dried saline. The burr was microscopically examined and there must be no scratches that expose brass on the plated back half of the burr when viewed under a microscope. The annulus of the burr was inspected and was observed to be damaged. There was no foreign matter present on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a burr was black in color. Vascular access was obtained via femoral artery. A 1.25mm rotalink¿ plus was selected to treat the proximal left anterior descending artery (lad). During preparation, it was noted that a burr was black in color. It was a discoloration which was like a charcoal. The procedure was not completed as the same device was unavailable. No patient complications were reported and the patient's status was stable.